Manufacturer narrative:
(B)(6). This lot was manufactured january 11, 2017 ¿ january 13, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. A functional flow rate test must be performed on the physical device in order to verify the flow rate accuracy of the alleged devices; therefore, the reported event could not be verified via the provided photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was observed in a large volume infusor. The pump was filled with piperacillin/tazobactam (pip/taz) 7515mg and citrate buffer for pip/taz 24.2ml in sodium chloride 0.9%. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.